Event description:
The event was reported as: when the surgeon attempted to ligate the renal artery, using a hem-o-lok clip (large), the clip broke. No patient injury or intervention reported.

Manufacturer narrative:
It is reported that the device sample is available for evaluation. The device sample was not returned for evaluation, at the time of this report. Method, other - device history review, failure analysis. Results, other - device history review showed no issues related to the failure mode reported for lot number 01b0900344. Failure analysis showed no issues. Conclusions, other - a CAPA was opened to address the issue of broken clip. If additional information is received, a follow-up report will be filed.